Manufacturer narrative:
The field service engineer (fse) reported the customer did not approve the repair; no parts replaced by the fse. The customer will have a third party repair the device.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported cannot switch on. The customer reported there was no patient involvement.